Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A field service engineer was dispatched on 2/27/2017. The fse replaced, cleaned and lubricated shafts and customer resumed operations of analyzer. No further actions were required from field service. The most probable cause of the reported event was the sampling unit; the z axis was too dry.

Event description:
On (B)(6) 2017, a customer reported z1 axis error with their g8 analyzer. Technical support advised the customer to clean and lubricate the drive screw and guide rail. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.